Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, tibial component, catalog # unknown, lot # unknown; unknown, articular surface, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-02058, 0001822565-2018-02059. Product location is unknown.

Event description:
It was reported that the patient underwent a left knee arthroplasty on an unknown date. Subsequently, the patient was revised due to hematoma.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona size e tibia catalog #: ni lot #: ni persona ultracongruent polyethylene articular surface size 11 catalog #: ni lot #: ni zimmer persona press-fit femur size 7 catalog #: ni lot #: ni,

Event description:
It is reported that the patient underwent a left knee retinaculum repair three months post-operatively due to pain, swelling, redness, a hematoma, and retinacular rupture. During the procedure, all components were found to be intact. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous reports submitted on april 6, 2018 and may 22, 2018 were submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0002648920-2018-00554.